Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The funeral home reported that the patient was cremated, and the vns devices were discarded. Therefore, analysis is unable to be performed. The funeral home did not have a copy of the death certificate, and the death certificate is unable to be obtained due to state laws. The available information has been reviewed by the manufacturer and has been determined to be possible sudep.

Manufacturer narrative:
.